Event description:
A malfunction on the pump was reported, which had occurred in the past. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer completed a pump reset, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact technical support if any malfunction code reappeared. Caller inquired about oow loaner pump. The customer will continued to use the pump for insulin therapy.